Event description:
As reported, in 2007, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. Upon removal of the cook sheath, the patient's right iliac artery ruptured. The patient was converted to open surgical repair to fix the artery. At that time, the physician decided to explant the devices and surgically repair the aneurysm as well. The patient is doing well. It should be noted that the endovascular grafts appeared to seal the aneurysm and be functioning as intended prior to removal. The explanted devices will not be sent to gore. Cook has been notified of this event.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this patient. Pxc121000/05285588